Event description:
This is a case report by a physician from (B)(6) of peritonitis bacterial with(B)(6) in a patient coincident with dianeal, unknown and extraneal viaflex (no lot numbers were reported) therapy. On (B)(6) 2011, the patient began treatment with dianeal, unknown and extraneal viaflex (dose, frequency and lot numbers were not reported); intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced peritonitis described as abdominal pain, murky effluent and sub febrile. On the same day, the patient was hospitalized . On (B)(6) 2011, the patient was started on the remedial medications of ceftazidime (1gm, daily) and cephazoline (1gm, daily) (route was not reported) and the patient also receiving amiozek (amlodipinum) and calcefos (calcium acetate) (dose, route and frequency were not reported). The patient was discharged from the hospital on (B)(6) 2011 when the peritonitis resolved. The dianeal and extraneal therapies were ongoing. No concomitant medications were reported. The physician believed that the event was not related to the dianeal or extraneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.